Event description:
It was reported that during a pta stenting procedure of a long stenosis in the left axillary artery, the physician experienced balloon deflation difficulties. The balloon was inflated to 10 or 11 atm's, but then would not deflate. After at least six attempts to deflate the balloon, the physician was finally able to withdraw the balloon through the sheath. No additional intervention was required. The procedure was completed successfully. No pt injury or complications were reported.